Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: one curved opening, brown particles device outer surface and creases. Leak test and microscopic analysis was performed which identified: two openings striated and wear abrasion. Based on the device analysis, the final assessment is two openings striated assessed as surgical damage.

Event description:
Healthcare provider reported right side "poking through skin" and ¿reason for removal was due to patient concern." Device has been explanted.

Manufacturer narrative:
The event of extrusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "reason for removal was due to patient concern." This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported right side "poking through skin" and ¿reason for removal was due to patient concern." Device has been explanted.